Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported pericardium effusion, and the relationship to the product, if any, cannot be determined. The reported patient effect of pericardial effusion is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is conservatively filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat a degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to 1+. During the procedure, a pericardial effusion was noted and progressed throughout the procedure. Pericardiocentesis was performed successfully and the patient remained stable. The cause of the pericardial effusion could not be confirmed. No additional information was provided.